Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. 3 cine images received for investigation.

Event description:
This procedure was performed in (B)(6). Iliac external stenosis of the right side. The lesion was pre-dilated with a 5x40 pta balloon, then the visi-pro was used. There was a resistance pushing the stent forward, so they tried to remove the visi-pro stent. As the physician was pulling the stent back, it was dislodged from the balloon. They then opened the artery by surgical intervention and removed the visi-pro stent. The physician then they used a new 6x40 pta balloon and a new visipro. This implantation was successful.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the customer provided three cine images from the procedure. The images were reviewed, but they were unable to locate a dislodged stent or any other anomaly associated to the reported event.